Event description:
Customer called to report that he was hospitalized due to low blood glucose. The blood glucose reading was low. Customer stated that he lost a lot of weight and a short period of time and the settings were not adjusted in his insulin pump. Customer stated that he had kidney infection, urinary tract infection and was dehydrated at the time of hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.